Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k28047 and h12k09146 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient experienced a cough and was diagnosed with bronchitis. The cause of the bronchitis was the patient's medical history of chronic obstructive pulmonary disease (copd). The patient was treated for the cough and bronchitis with prednisone and unspecified antibiotics. On an unknown date, the patient experienced trauma to their pd catheter exit site, caused by their cough, and the pd catheter migrated. On a later date, the patient experienced peritonitis and was admitted to the hospital. The cause of the peritonitis was unknown. Treatment information was not reported. The patient's pd catheter was pulled and pd therapies were discontinued. The patient was discharged from the hospital and has recovered from the events of cough, bronchitis, trauma to the pd catheter exit site and peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)($). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.